Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad). Resistance was encountered when a non-abbott balloon was advanced over the hi-torque balance middleweight universal ii (bmw uii) guide wire. The balloon was attempted to be retracted, however, resistance was also encountered during retraction. The devices were withdrawn from the anatomy as a unit. The vessel was re-wired and a non-abbott guide wire was used to complete the case. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning, therefore a failure analysis of the complaint device could not be performed. Additionally, a review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.